Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an hwbbat error icon was displayed. No additional event information is available. No product or data was provided for evaluation. Confirmation of the the hwbbat error icon could not be determined. The root cause could not be determined.